Event description:
It was reported that customer received minimum fill notification while attempting to load new cartridge, despite having sufficient usable insulin in cartridge. There was no adverse impact to the customer's blood glucose level. Customer loaded second cartridge onto pump, which resolved issue, and caller was able to successfully resume insulin delivery; no additional actions were documented.